Event description:
A 3.5mm diameter x 30mm length ave gfx stent was inserted and placed across the target lesion. Upon attempt to inflate stent delivery system, the balloon did not expand. There was no additional clinical sequelae reported relative to the event and there is no further info available from the user facility.